Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('rupture occured, during surgery') and pelvic pain ('chronic pelvic pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("protracted/irregular bleeding/menstrual cycles"), genital haemorrhage ("post-op bleeding for approximately (B)(6) year") and migraine ("severe migraines"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed in (B)(6) 2009. At the time of the report, the uterine perforation, pelvic pain, menometrorrhagia, genital haemorrhage and migraine outcome was unknown. The reporter considered genital haemorrhage, menometrorrhagia, migraine, pelvic pain and uterine perforation to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('rupture occured during surgery') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("protracted/irregular bleeding/menstrual cycles"), genital haemorrhage ("post-op bleeding for approximately one year") and migraine ("severe migraines"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed in (B)(6) 2009. At the time of the report, the uterine perforation, pelvic pain, menometrorrhagia, genital haemorrhage and migraine outcome was unknown. The reporter considered genital haemorrhage, menometrorrhagia, migraine, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.